Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the low flows were caused by ventricular tachycardia storms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events, which the account attributed to ventricular tachycardia (vt). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events on 04nov2024 from 03:20:16 ¿ 10:47:21, per the timestamps. Several low flow events were captured, with only one of these events persisting long enough to result in a transient low flow alarm. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. An additional set of log files were submitted for review, containing additional data and events from 17nov2024 ¿ 18nov2024. No other notable events or alarms were captured throughout the submitted log files, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had arrhythmia, ventricular tachycardia and ventricular fibrillation (vt/vf), with low flow alarms. Log file captured a few low flow events and 120 pulsatility index (pi) on 04nov2024. Implantable cardioverter-defibrillator (ICD) antitachycardia pacing (atps) was performed and 5 shocks delivered. The patient complained of chest tightness; angiography was negative. They then experienced supraventricular tachycardia (svt). The patient had history of ventricular tachycardia (vt) prior to left ventricular assist device (lvad) implant. It was unknown whether the arrhythmia in this event was device or therapy related. ICD was implanted prior to lvad. Plan to have ablation in the future if more vt/vf. Additional log files were submitted and showed 117 pi events between 17nov2024 and 18nov2024.